Manufacturer narrative:
The device was not returned, however, two photos were provided and it is possible to observe the flush port detached from the device, also the device cage in flower position, however the slider is not visible in the picture. Based on the analysis the reported luer detachment was confirmed.

Event description:
It was reported that a flush port detachment occurred. During preparation for a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. During preparation, it was not possible to flush the catheter, and the flush port was noted to have broken into two parts. The mechanism of the catheter was reported to be difficult as well. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned for analysis. It was further reported that the catheter was difficult to reach flower and difficult to come back to an undeployed position. The port was detached just after prep. The catheter could not be positioned back in an undeployed state even with a guidewire inside the catheter. The catheter was blocked. No further abnormalities noted during preparation of the catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a flush port detachment occurred. During preparation for a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. During preparation, it was not possible to flush the catheter, and the flush port was noted to have broken into two parts. The mechanism of the catheter was reported to be difficult as well. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned for analysis. It was further reported that the catheter was difficult to reach flower and difficult to come back to an undeployed position. The port was detached just after prep. The catheter could not be positioned back in an undeployed state even with a guidewire inside the catheter. The catheter was blocked. No further abnormalities noted during preparation of the catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a flush port detachment occurred. During preparation for a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. During preparation, it was not possible to flush the catheter, and the flush port was noted to have broken into two parts. The mechanism of the catheter was reported to be difficult as well. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned for analysis.